Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) had been intermittently high (300 mg/dl) for the past month. A correction bolus was delivered to address the high bg level and the customer's doctor changed the pump's basal settings. The customer stated that the high bg was most likely caused by stress and the lack of diabetes management and that the pump was operating as intended.